Event description:
Pump declared alarm 20, which occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge following proper load technique with assistance from cts and resumed insulin therapy.